Manufacturer narrative:
H.10: through follow-up communication with the biomedical engineer of the hospital livanova learned that in case of clamp failures the common practice for the customer is to replace the clamp with a new one and throw the old one away. Additional information has been requested to the customer. The biomedical engineer of the hospital reported that he checked the clamp after the error occurred and confirmed the error. It was confirmed that the clamp was removed from service and then discarded. Based on his experience this kind of event is associated with liquid infiltration. The involved erc was manufactured in 2019 and according to the analysis of the complaints database no previous complaints have been reported in the past. Based on the investigation performed for similar cases, the reported error code, indicating a timeout of the clamp, can be due to: - circuit breaker of the circuit has tripped; - contact errors on plug-in connectors; - no communication with centrifugal pump control panel; - defective connection cable. Some of these potential failures (tripping of the circuit breaker and contact errors on plug-in connectors) are in line with the speculation from the customer of the liquid infiltration that may have caused internal components malfunction. As per device instruction for use, liquids must not enter the housing and spills (blood, etc.) Are required to be always wiped off from the tubing clamp as quickly as possible. Based on the available information it cannot be excluded that the reported issue had been caused by fluid ingress into the clamp damaging internal components. As reported above, use condition such as intensive exposure to liquids (i.e. During cleaning) may have contributed to the reported event. No further investigation is possible on the specific case. We have not observed any trends or patterns on this type of event. No further action is deemed necessary at the moment.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was giving an error code during setup. There was no patient involvement.